Event description:
It was reported that the patient was revised approximately three weeks post implantation due to dislocation. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 802202802 lot# 3155947 femoral head 12/14 taper 28 mm diameter +0 mm neck length g2: foreign ¿ australia the customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint confirmed based on the evaluation of the provided x-rays. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs and reviewed by a health care professional and identified the following: implant fit is maintained. Regarding alignment, there is a left hip dislocation. There is malalignment secondary to dislocation. No loosening or abnormal radiolucency. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.